Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on troubleshooting steps, but the pump did not turn on due to a blocked charging port, leading to the decision to replace the pump.